Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (2 sets and 1 cannula part) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in united states. It was reported that the infusion set's tubing was not connected to the cannula(needle), close to the site location. Therefore, the patient could not use the tubing as it did not connect and would not go inside. The site location was side and back of the patient's hip and sometimes he used to rotate when he did not get the insulin. The pump was located on the same side where the injection was. Moreover, the first insertion was already defective. Reportedly, the infusions were stored in the living room. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the infusion set's tubing was not connected to the cannula(needle), close to the site location. Therefore, the patient could not use the tubing as it did not connect and would not go inside. The site location was side and back of the patient's hip and sometimes he used to rotate when he did not get the insulin. The pump was located on the same side where the injection was. Moreover, the first insertion was already defective. Reportedly, the infusions were stored in the living room. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.